Event description:
Reporter indicated that vns pt experienced episodes of bradycardia. The pt is implanted with two vns therapy systems, one on the left side and one on the right side. Only the left-sided system had been programmed to on, but treating neurologist recently programmed the right-sided system to on as well, to provide additional assistance in breaking the pt's seizzure patterns. The episodes of bradycardia occured while both systems were programmed to on. This treatment plan did not change the pt's seizure pattern, so the right-sided system was programmed back to off. It was reported that the episodes of bradycardia occurred while the pt was hospitalized for treatment of sub-clinical status and that while hospitalized, their heart rate periodically dropped to approximately 40 beats per minute. The pt was reportedly intubated during their hosp stay because versed and prescribed to stop the seizures. The seizures lessened but did not stop. The pt's feeding tube came out of their stomach and pt subsequently aspirated. Versed was discontinued. Propofol was prescribed, after which the pt's brain wave pattern "calmed down", but the seizures continued. Propofol was then replaced with fentanol, in an effort to bring the pt out of the drug-induced coma. The pt began seizing again, so the fentanol was replaced with pentobarbital. The pt developed pneumonia during this time. Pentobarbital was discontinued, after which the pt experienced a few seizures that were stopped with initiation of prescribed for treatment of the vocal cord swelling. The pt's conditon slowly improved and pt was discharged home after approximately 24 days of hospitalization. Device diagnostic testing on the left-sided system was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of manufacturing records for both the pulse generator and the bipolar lead (left-sided system) revealed no anomalies that would adversely effect device performance. It is believed that the episodes of bradycardia were caused by excessive stimulation as a result of both the left-sided and right-sided vns therapy systems being activated at the same time.

Event description:
Patient's left vns therapy system was replaced. It is believed that a portion of the vagus nerve was 'dead' due to the scar issue build up after a prior infection. Prior to the surgery on 2/16/06, patient was hospitalized in a vegtative state, the cause of which was unknown.the patient had experienced 30+ grand mal seizures and complex partial seizures in one day prior to surgery. During the replacement surery, the lead wires were put under the muscle per family's request. The surgeon did not open up the old wound site and the lead wa placed high upon the vagus nerve. Prior to surgery, patient's device was set to 1.75 ma, signal frequency of 25 hertz, pulse width of 250 microseconds, on time of 30 seconds, off time 0.8 minutes, magnet current of 2.00 ma, on time of 30 seconds, pulse width 250 microseconds. Battery life estimation using these device settings indicate approximately 1.3 years to the elective replacement indicator (eri). During the surgery the device settings were set to the patient's settings pre-surgery and the patient was not able to tolerate them. As a result the patient suffered pain. The family used the magnet to diable the device until the device could be reprogrammed. The patient is now set at 0.5 ma, 25 hertz (signal frequency), 250 microsecond (pulse width), on time of 30 seconds, 3.00 minutes off, magnet setting of 250 microsecond pulse width, signal frequency of 30 seconds and magnet current of .75 ma. Follow up indicates as of 2/23/06 the patient's grand mal seizures had reduced from 15+ per night to 1 or none. As of 3/3/06, patient was reported to be doing better from a seizure standpoint, experiencing 50-60 absence seizures a day, no drop seizure and a generalized tonic seizure at night. As of 3/13/06 the patient is not on any current medications and the seizures have drastically improved since re-implantation.